Manufacturer narrative:
It was reported from the site that the patient presented on (B)(6) 2017 and it was confirmed by computed tomography scan (CT) of outflow graft, thrombus. The patient received a pump exchange secondary to an outflow pump occlusion on (B)(6) 2017. It was stated that the pump will not be returned. No additional information available. Test/results: (B)(6) 2017: speed 2660 (rpm), flow 6.8 (lpm), watts 4.1 (watts). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site that the patient reported low flow advisory's at approximately 09:15 this a.m.  Patient presented to the emergency department (ed) with low flow advisory's and hypodynamic peak and trough waveforms at 3000 rpms pump peak and trough waveforms remained depressed, flows < 2 liters per minute (lpm).  It was stated that the patient was admitted. No additional information available.

Manufacturer narrative:
Product event summary # (B)(4) was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event of "low flow" was confirmed via log file analysis which revealed 15 low flow alarms logged since june 23, 2017 and a decrease in estimated flow starting on june 23, 2017 to parameters below normal operating range. Of note,it was reported by the site that a computed tomography (CT) scan revealed a thrombus within the outflow graft. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information, the most likely root cause of the reported event can be attributed to the reported thrombus within the outflow graft. The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant. If information is provided in the future, a supplemental report will be issued.